Event description:
It was reported the channel on the right side of the pump did not have a channel ID. When attempted to remove the channel it was very difficult to remove. Two other pumps attached to the pcu were noted to have sticking module latches. This was observed by bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of communication error could be confirmed through a review of the logs provided by the facility. ¿ external and internal inspection could not be performed, since no devices were returned for this investigation. ¿ no devices were not returned for investigation; therefore, the facility provided associated logs of suspect and concomitant devices for investigation. ¿ a review of the suspect pump module s/n (B)(6) error log showed no errors were recorded on the reported date, nor any errors related to the connection issue. However, from 13 july 2020 to 12 january 2025, error code 240.4150.5 (sensor_broken_high_failure) was repeatedly recorded, indicating a failure in the bottle side pressure sensor. The suspect pump module s/n (B)(6) showed the same error code recorded between 03 july 2023 to 27 september 2024 ¿ the error log of the suspect pump module s/n (B)(6) showed the same error code 240.4150.5 (sensor_broken_high_failure) since 28 august 2020, as well as the error code 200.5040.0 (module_sw_version_compatibility_failure) recorded one time on 16 march 2020, which indicates failure to connect with the pcu module. Error codes 246.4700 (ad_calibration_timeout_failure), 260.4080.5 (adc_3volt_low_voltage_failure) and 260.4100.5 (adc_5volt_low_voltage_failure) were recorded during a boot up. ¿ the suspect pump module s/n (B)(6) event log recorded a net_iuc_communications_down the same error three (3) times between 12:26 am to 12:27 am on 04 february 2025 which is consistent with the reported communication error observed by the facility. The pump module s/n (B)(6) recorded the same error two (2) times between 11:38 am to 11:48 am. ¿ a review of the pump module s/n (B)(6) showed the same error code recorded two (2) times before the reported event day, on 01 february 2025 at 12:54 pm and the last one on 02 february 2025 at 5:08 pm. ¿ per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ per bd alaris¿ system with guardrails¿ suite mx, make sure the instrument is turned off, unplug the power cord and wipe all the exposed device surfaces except the inter-unit interface (iui) connectors. ¿ do not use an oversaturated cloth. Be sure to squeeze out excess liquid. Use a dedicated soft-bristled brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. ¿ do not use any hard, abrasive or pointed objects to clean any part of the instrument. Follow the cleaner manufacturer's instructions on the time to leave it on the device surface. Then, remove the cleaner using a soft cloth dampened with water. ¿ do not allow the cleaner to collect on the instrument. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported complaint that the pump module did not have a channel ID could be confirmed as a communication error through a review of the provided logs. However, the root cause was not identified, since there was no product returned to be examined and tested. Note that this report lists imdrf annex a0509, a1801, g0405206, g02017, c07, c23, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the channel on the right side of the pump did not have a channel ID. When attempted to remove the channel it was very difficult to remove. Two other pumps attached to the pcu were noted to have sticking module latches. This was observed by bd representatives during their site visit. There was patient involvement and no harm.